Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a weak battery and blank display from the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that her pump was not able to reboot. The customer stated that her batteries were dying. The customer stated that she changed her batteries 4 times. The customer stated that she received a "weak battery" with the first battery change. The customer was advised that the pump will function but the battery life will be shorter than expected. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that the weak battery will occur prior to a failed battery test or low battery alert. The customer did not want to troubleshoot during the time of call.